Manufacturer narrative:
H3: analysis found, visually, the pouch was open from 3 of 4 sides when returned. There were traces of contamination found on the irrigation port, and at the proximal end distal end of the device. The proximal end of the inner assembly was broken off/separated from the outer assembly when returned. The broken shaft measured 1.02 inches from the distal end of the inner hub to the broken point. There were striations found on the broken shaft. It was also noticed that the outer tube was bent near the distal end of the of the outer hub. Functionally, the device failed due to defective condition upon return and the inability to load the device into a handpiece. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was a n out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, before the procedure, blade can not rotate and with strange noise. The blade was broken during continuing rotate and broken into two pieces. Thought it was microdebrider¿s handpiece problem, but when replaced the new microdebrider, blade did not make things well. After the continuous attempt, the core broke off. There was no patient involvement.